Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: easy pump infusions have been completing significantly earlier than expected-anywhere from 12 to 24 hours ahead of schedule. This issue has been observed in at least three to four patients, though they may be the only ones closely monitoring the pumps over time. The affected patients have confirmed they have not engaged in activities that could accelerate flow, such as exercising, applying pressure to the pumps, or exposure to heat (e.g., warm weather or hot showers). The team reports following all introductory education and setup instructions precisely, and they are unsure why this is occurring.